Event description:
Mr. (B)(6) reported in his letter that the cot was lowered down the half with the patient on this. After approximately two minutes the headend is crashed to down. Further he alleged that an inadvertently triggering is excluded. The cot was no longer operational after that. The company (B)(4) repaired the cot. There was patient involvement, however no adverse consequences have been reported.